Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Without the device returned for analysis a definitive cause cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. It should be noted that the perclose proglide instructions for use states: do not use the perclose proglide smc device or accessories if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged of defective. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 6fr sheath, after a thrombectomy procedure. Reportedly, when removing the proglide device from the packaging, it was noticed that "the sutures were visible after unpacking and the system looked unnormal". The proglide device was used in the patient anatomy; however, failed and the sutures were retrieved. A second proglide device was removed from the package and noticed it had the same issue, it was not used in the patient anatomy. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was not a reported clinically significant delay in the entire procedure. No additional information was provided.